Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to load a 12.6 mm vticm5_12.6, 14.0/+1.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. She had difficulty loading the lens in the cartridge. The surgeon then attempted to load the back-up lens afterwards. The surgeon encountered similar difficulties loading the back-up lens as the first lens. The surgeon went back to the first lens she attempted to load and she was successful in loading it.